Manufacturer narrative:
The results of this investigation concluded there was a probable procedure-related thrombus (clot) on the outflow surface of all cusps. These outflow thrombi were different from the thrombi frequently observed in explanted valves as they were very recent, non-adherent, and showed only focal areas of fibrin which would indicate very minimal, early organization. These findings indicate that the thrombi formed very close to the time of the procedure and likely were unrelated to any valve dysfunction observed prior to explant. There was a thin layer of fibrin on all cusps. The portions of the native mitral valve contained fibrous thickened and calcific nodules. There was no acute inflammation or significant calcifications observed in the epic valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the reported event was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a mitral valve replacement (mvr) and a 3-vessel coronary artery bypass graft (CABG) was performed (right coronary artery, left circumflex artery and left anterior descending) was performed due to calcification and acute coronary syndrome (acs) in a dialysis patient. This 27 mm epic valve was implanted. Post-operatively, the patient was on percutaneous cardiopulmonary support (pcps) as blood flow was not restored. Subsequently, at an unknown time, cardiac tamponade occurred and the pulmonary artery pressure (pap) became markedly elevated and a left atrium thrombosis was noted. On (B)(6) 2017, a re-do mvr was performed and this valve was explanted. At explant, thrombus was noted on a cusp of the valve. A 29 mm medtronic mosaic tissue valve was implanted. Per report, the surgeon acknowledged that a medical history of acs and dialysis are increased risk factors even though the level of ejection fraction (ef) was normal and that the patient's condition along with native mitral annulus calcification (mac) were likely to lead inevitably to the thrombosis of the left atrium.